Event description:
I applied a dime-sized amount of the lubrication to my vaginal opening/labia using my hand and immediately felt an intensely painful burning, like acid or hot-peppers had been applied instead of lubrication. It was incredibly painful and I had to immediately run to the shower to wash it off. The burning and pain persisted for nearly 24 hours and I had to apply a topical corticosteroid to the area to calm the burning, irritation, and redness. The skin in the area appeared raw, bright red, and very irritated and it was painful to touch, urinate, or wipe after using the restroom. FDA safety report ID # (B)(4).